Manufacturer narrative:
(B)(4). The customer advised physio-control that after removing the external usb data cable from the device, proper device operation was observed. The cable was replaced and proper device operation was observed through functional and performance testing. The device has since been returned to the end user for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device will no longer power on. The customer did indicate that they have fully charged batteries installed at the time and also an external usb data cable connected. There was no patient use associated with the reported issue.

Manufacturer narrative:
After further investigation, the most likely cause of the reported power issue was determined to be due to the connection of a shorted accessory cable to the device system connector.